Manufacturer narrative:
Patient is no longer experiencing pain and surgery is not scheduled. There is no further information available at this time. Device analysis and confirmation of event is not possible. If information is received, a supplemental MDR will be submitted.

Event description:
Per follow-up, the patient is no longer experiencing pain. Catheter and pump have not been replaced. Physician decided to refill the pump to see if another volume discrepancy occurs. Patient was scheduled for a refill appointment, but did not show up.

Manufacturer narrative:
Pending further information and potential explant/return of device for analysis. Per follow-up, cs confirmed that physician is still determining a plan and will contact us when determined. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter, verification of all final testing performed by/on the catheter, and packaging for subject catheter was performed. The review did not identify any non-conformances, issues or capas associated with catheter function. Internal complaint #: (B)(4).

Event description:
Clinical specialist (cs) reported a prometra ii 20ml pump with an alleged underinfusion. Patient experienced an increase in pain. Expected: 3ml; actual: 9ml. Cs reported a cap study was attempted, but the physician could not aspirate from the cap. Physician is planning on presenting a catheter replacement to the patient, but they believe that the patient may want the pump explanted all together.